Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 0 units. Reportedly, the customer was able to withdraw around 100 units from the same cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate